Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report numbers: 2523190-2018-00092; 2523190-2018-00094; 2523190-2018-00095; 2523190-2018-00096.

Event description:
This is 2 of 5 reports. A materiovigilance manager reported that the sheath of the hook cev890c dia 3.5mm 225mm monopolar was damaged which conducted to an electric arc in the abdomen of the patient on an unknown date. It was reported that this issue with the hook happened five (5) times. It was mentioned that this type of event could be the origin for peritonitis post-surgery. It is unknown if there was patient injury or surgical delay. Request for additional information has been sent.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. The lot number was not received to perform a DHR review. An investigation cannot be carried out because the instrument of the complaint has not been returned.